Event description:
During a patient event, it was reported that the device intermittently locked up and none of the buttons were operative. The paramedics responded to a call and arrived to an alert woman that had trouble breathing. As the call progressed, the patient eyes rolled back and she had agonal breathing. The patient was moved to an ambulance and noted to have a sinus bradycardia rhythm. Pacing was initiated at a rate of 80ppm and 80 ma but there was no capture. The paramedic attempted to increase the current but the device locked up and all the buttons for functions were unresponsive. However, the device continued to show the patient's rhythm and it changed from sinus bradycardia to asystole. The responders began CPR and she was given three rounds of epinephrine to convert to sinus bradycardia. Atropine was administered and the patient had pulseless sinus tachycardia/a-fib with a condition of pulseless electrical activity (pea). The paramedics continued to provide CPR and intubated the patient while in route to hospital. The device was reported to unlock sometime during transport but was not attempted for use. A back up defibrillator was available after a certain delay but was not utilized. At the hospital, the ER doctor continued CPR until they obtained blood pressure. The patient was resuscitated and reported to be in ICU. Physio-control's clinical review of the reported event determined that the device use did not contribute to the patient outcome since the patient ECG was pea and defibrillation was not indicated.

Manufacturer narrative:
(B)(4): following the event, the paramedic duplicated the lock up condition during testing. Physio-control evaluated the device and verified the reported intermittent lock up condition. Physio determined the cause for the malfunction to be a damaged stuck pause button on the main control keypad assembly. If the device pacing function is activated, the intermittent electrical short of the pause button locks up the device and disables other buttons functionality required for defibrillation therapy. Physio-control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.